Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid at an un known dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient stated someone from medtronic called him and scheduled an appointment on (B)(6) 2016 at 2:20pm for paper work and 3:00 for the appointment. It was stated the patient did not know where the appointment was and was not sure where he was supposed to be. It was also stated that the patient¿s pump was moved deeper and anchored is 4 different places. It was reported the patient had never had pain relief since he had the pump. The patient¿s status was unknown.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the consumer reported the reason for their call that day was because the patient stated he wanted to know how many times a pump should be put in one year. The patient stated their second pump was sewed down twice and turned 180 degrees. The pump was sticking out and inch to inch and a half, and the patient hurt so bad. The patient didn¿t know what the health care provider (hcp) did stating the hcp operated on the patient again and either took the pump out or cut deeper and sewed it in 4 times. The patient stated it had been unbearable since the hcp did that. Over a month ago (2017), the patient stated in the first conversation with the hcp, the hcp suggested to the patient to ¿seal their hipbones to the sacrum¿, and the patient never heard of it and thought he misheard the hcp. Last week (B)(6) 2017), the patient stated he had a second conversation again and brought someone to the appointment, and the hcp repeated he could seal the hipbones. The patient stated he was actually confused and thought it was a week and that they weren¿t thinking clearly. The patient also stated last year before they put the pump in, the patient never got a call back from the patient ambassador. In (B)(6) 2016, the patient stated the only call back he got was when they had to change the readings in the pump itself and code it into the pump, so it would read into the pump. The patient further stated within the last one and a half years, he had been in and out of the emergency room 7 times due to issues with the pump and the pain that it caused. The patient also stated the pump caused urinary and bowel incontinence stating the urinary incontinence was the worst. The patient had to wear a bag for two months after the second pump was implanted and catheterize himself. The patient stated they were not currently using the bag, but had to use the catheters at times when the patient couldn¿t go on his own. The patient stated he would have to sit and try to go. The patient stated every time it related back to a urinary tract infection and stated the pain pump was causing urinary tract problems. When the patient went in, they would tell him it was the same thing, and the patient didn¿t want to hear that again. The patient stated he wasn¿t very happy with what the hcp supplied as information and felt he wasn¿t truthful. The patient stated it would have been nice for the hcp to communicate with him about things before what he did. The patient review ed he wasn¿t going in before monday ((B)(6) 2017), and that the pump managing hcp and primary care provider weren¿t in the office to call. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-16 from the consumer reported the pump turned 180 degrees with only 2 sutures. In (B)(6) 2016, the pump was sown down in 4 places, and the patient experienced much discomfort. The pump caused the patient to wear a urine bag for 2 months. The patient believed they were doing all they could, but ¿three implants¿ was a lot ¿recop¿ (illegible) time.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid at an un known dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient stated someone from medtronic called him and scheduled an appointment on (B)(6) 2016 at 2:20pm for paper work and 3:00 for the appointment. It was stated the patient did not know where the appointment was and was not sure where he was supposed to be. It was also stated that the patient¿s pump was moved deeper and anchored is 4 different places. No symptoms were reported. The patient¿s status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.